Event description:
It was reported that a 25mm pericardial mitral valve was explanted after an implant duration of approximately 2 years in a (B)(6) female patient. The reason for explant was calcification leading to stenosis. The device was replaced with a non-edwards mechanical 25mm valve. Patient's outcome reported as "discharged".

Manufacturer narrative:
Evaluation summary:the device was returned to edwards for visual evaluation. Customer report of stenosis could be confirmed. Minimal to moderate host tissue overgrowth encroached onto the tissue at the inflow aspect and into the orifice at the greatest point by approximately 4mm. Heavy host tissue overgrowth encroached onto the tissue at the outflow aspect and into the orifice at the greatest point by approximately 7mm. Host tissue was moderate to heavy at both the stent inflow and stent outflow. Host tissue fused leaflets 1 and 2 at commissure 2 and leaflets 2 and 3 at commissure 3, both by approx 3mm on the outflow aspect. Minimal calcification was observed in the cusp areas of leaflets 1 and 2. Free margin of leaflets 1 and 2 exhibited minimal to moderate calcification, free margin of leaflet 3 exhibited minimal calcification. What appeared to be subvalvular tissue was observed on the sewing ring near leaflet 3 and commissure 3. The x-ray demonstrated calcification, commissure 3 wireform distorted. Wireform near leaflet 3 was exposed on the inflow aspect. These damages are most likely due to implant or explant. Based on product evaluation, host tissue and calcification restricted mobility in the leaflets and led to stenosis. Device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Calcification tissue valves, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmalogical intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventative calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
(B)(6).